Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device had high temperature. This event is not related to surgery. There was patient involvement. There were no injuries or medical intervention associated with this event. There were no user reports filed in association with this event. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed for temperature. It was determined that this was because the bearings are worn out and damaged, which created heat. This type of damage was indicative of excessive side loading causing the cutter to flex and to come in contact with the nose tube. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.